Event description:
It was reported that during a device change out due to normal eri, suspected externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted and patient will be monitored. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.